Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a distal type I endoleak from the contralateral leg endoprosthesis implanted in the left common iliac artery caused dilation of the left common iliac artery, resulting in migration of the contralateral leg endoprosthesise to the proximal side. On (B)(6) 2024, a reintervention was perfomed. An additional stent graft was implanted to extend to the left external iliac artery after coil embolization of the left internal iliac artery. The endoleak was resolved. The patient tolerated the procedure. The physician reportedly stated as follows: the left common iliac artery was considered to have had a tendency of dilation from the initial procedure since the contralateral leg endoprosthesis with a large diameter was implanted in the left common iliac artery. As it had been 10 years since the initial implantation, the occurrence of an endoleak was considered inevitable.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, component migration. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, the physician and patient should review the risks and benefits when discussing this endovascular device and procedure including: the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.